Manufacturer narrative:
The reported event was confirmed as cause unknown. The evaluation observed the catheter was cut off into two pieces. The surface was normal in appearance with the presence of smooth and clear cut. The catheter shaft appeared to have been cut by sharp tools i.e. Scissors that could have caused the catheter to split into two. The unit was inspected for the presence of oxidation, acid cuts, abrasions, external cuts or tears that could have caused the shaft to be cut and none of the conditions were evident on the sample. How and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] Correction: additional information. Patient code: (B)(4).

Event description:
It was reported that the catheter was broken. The duration of usage is unknown. Per additional information received via email on (B)(6)2019 from yasuhide yamanaka (medicon representative), "the balloon did not burst, but the catheter was torn off. The patient was examined with a cystoscope, and there were no missing pieces. It is unknown if there was patient injury."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter was broken. The duration of usage is unknown. Per additional information received via email on (B)(6) 2019 from (B)(6) ((B)(4) representative), "the balloon did not burst, but the catheter was torn off. The patient was examined with a cystoscope, and there were no missing pieces. It is unknown if there was patient injury."